Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 30 days after the dental implant was installed in intraoral region #8, it was verified its non- osseointegration. Thirty-two (32) ncm of primary stability was achieved and immediate load was performed. No further information was provided.